Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 63-year-old female was implanted with an impella device for mechanical circulatory support. The us complainant had placed a cp via the axillary insertion site for a patient awaiting surgery, covid+ and with other cardiac comorbidities. The pump support was for just 2 days and at explant the site developed a hematoma. Additionally there was loss of sensation and possible nerve/brachial plexus injury. The harms prompt FDA reporting. The patient condition is noted to be "not thriving". Final patient outcome is not known.

Manufacturer narrative:
Our investigation of this event is still in progress. Upon closure, a supplemental MDR will be filed.

Event description:
A notification received via abiomed¿s long-term outcome and quality indicator impella (loqi) registry, indicating, "concern for hemolysis on 11/3, with plasma free hgb 199, ldh of ~1500." It was noted that the pump was explanted as a result.

Manufacturer narrative:
Our investigation of this event is still in progress. Upon closure, a supplemental MDR will be filed.

Event description:
A notification received via abiomed¿s long-term outcome and quality indicator impella (loqi) registry, indicating, thrombocytopenia, acute ischemic lue, and a large "rent" in axillary artery. Thrombocytopenia was noted as "likely due to consumption and hemolysis and not due to heparin-induced thrombocytopenia." The reported acute ischemic lue was noted as "completely occluded by impella" and lead to removal of the pump. Lastly, a "large rent" was noted in the axillary artery, which was "associated with impella insertion."